Event description:
I had a s-rom left total hip system by depuy with a ceramic head done on (B)(6) 2008. I have continued to have daily pain down incision, down left thigh, on top of left thigh, in the left groin. Unable to lie on left side. I have been told in the past that I had bursitis and tendonitis. I received injection in tendon last year. My pain continues daily, and I believe the prosthesis is to blame. I am only (B)(6) now and this surgery has changed my life forever. I was told, before the surgery in 2008, that in a month I would be back to normal and free of pain. Well these past two years have been a nightmare, to say the least. Very unhappy with the outcome of my surgery.